Manufacturer narrative:
Only month and year valid of the implant date . Only month and year valid of the explant date. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, patient presented with leg and back pain which improved after a decompressive surgery. Post-op, the patient developed new symptoms in regards to the back and thigh pain and occasional numbness from the knee down to the feet when ambulating. X-ray revealed spondylolisthesis at l4-5 over the years. Patient also had new synovial cyst coming from the facet joints at l4-5 along with the stenosis with compression on the nerve root. CT results showed inflammation of the facet joints which correlates with the inflammation noted on the mris. Given the patient issue with misalignment and progressive symptoms, patient underwent l4-5 plif and plf. Post-op, patient leg turned purple with some swelling with pain during urination. CT showed foreign body concerning for a part of one of the screw heads. Doctor suggested revision surgery and removal of the foreign body. During the revision surgery for the removal of foreign body, inspection was carried out in the surgical field, the foreign body was then noted tucked up underneath the rod above the l5 pedicle screw.